Manufacturer narrative:
Section h10. Additional narrative, section d9. Device available for evaluation? Yes. Returned to manufacturer on jul 6, 2023. Section h3. Device evaluated by manufacturer? Yes . Patient interface was received opened within original packaging. The reported lot number was confirmed. A visual inspection of the returned product did not reveal any obvious defects or damage. No damage was observed on the clip of the suction ring assembly. The clip could be clicked in and out of position with ease. Functionality tests were performed, and the results were found within specifications. The reported event cannot be confirmed. Per device history record review for this lot, all devices meet material, assembly, and performance specifications at the time of product release. No deviations, non-conformance, or capas were initiated during the manufacturing process based on the information obtained, there is no indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Information unknown/ not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring.

Event description:
It was reported by the customer that there was suction loss after laser fire with the patient interface (pi). It was due to a broken clip/faulty clip. The procedure was completed successfully with different patient interface (pi). There was no patient injury or surgical intervention reported. No further information was provided.